Event description:
On 4/10/93, pt had r hip fracture due to trauma and underwent orif of hip with implantation of 10-hole plate, 4.5 cortex screws, lag screw 95 mm, 18 ga. Wire and bone graft. In 9/93, pt experienced a fall and non-union with failed hardware. On 9/15/93, pt returned for removal of previous hardware, ilian crest bone grafting and placement of subcondylar screw to r frmoral non-union. Pt was treated conservatively for 9 months with no weightbearing on affected leg. After that time, rehab began and there were no noted events that would have directly affected hardware. Pt returned to office on 10/10/94 for pain and feeling "something loose" in r hip. Pt returned to surgery 10/11/94 for removal of hardware, bone graft and orif of r hip.